Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. \

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for over delivery because the insulin pump still recommended additional 2.2 units of insulin even when the had already delivered 1.4 units. They reported that the insulin pump entered the auto mode and recommended way too much insulin delivery. No harm requiring medical intervention was reported. The insulin pump will be returned and reservoir will not be returned for analysis.